Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level ranged from 220-233mg/dl. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. Reportedly the customer continued to use the pump for insulin therapy and also had an alternate pump for insulin therapy.